Event description:
It was reported that the patient experienced pain at the lead site and weakness in lower extremities due to a hematoma. In turn, the lead was explanted. It was confirmed that the pain has resolved and the patient has full functionality of lower extremities.